Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. No adverse patient effects were reported. Additional information was obtained; the device was explanted as a consequence of the lead breaking while being extracted and the coil remain in the body. The physician decided to use a new vendors device.